Manufacturer narrative:
Concomitant medical products: metal 28 +3.5mm head. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, this patient suffered from hip dysplasia and a shortening of the right leg. She had her first thr at age (B)(6) then had it revised (cup in 2014) and then the liner and head. Approximately 7 yrs. Postop, the initial rtha, this (B)(6) patient had removed the right crown lipped thr liner and replaced it with a new liner as well as 28mm +7.5 cocr metal head. The reason for the revision is due to poly wear over the time. The patient was last known to be in stable condition following the event. The device will not be returned as it was disposed by hospital.

Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of prosthesis wear secondary to patient conditions and/or potential instability of the hip joint. However, this cannot be confirmed as the devices were not returned for evaluation and additional information was not provided. The most probable root cause associated with the reported event of "prosthesis wear" is associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device.